Manufacturer narrative:
Preliminary risk assessment indicates: severity 3 (critical): reason: there has been no mistreatment or injury reported. The issue was found during internal testing. The complaint behavior may potentially result in a patient mistreatment with dose to wrong location and could potentially result in a serious injury if wrong position is applied several times in a row to a critical organ. Probability: c (remote). Reason: there has been no mistreatment reported. Several conditions must be fulfilled before the contour shift may occur. Even if it may occur, there is a very good chance that the therapist recognizes the contour shift because the overlaid images do not fit together and does not use the incorrect contours. For treatments, which require a very precise patient positioning, there will be additional checks performed, so that even very small shifts are detected and a mistreatment caused by a contour shift may not occur. For multi fractionated treatments it may happen, that small shifts of only a few mm are not recognized or they are recognized but accepted if they are within tolerance. The conditions for the contour shifts and the dependencies for the amount of the shift have not yet been considered sufficiently during the discussion. For this case, the manufacture date is not relevant. No other products are affected.

Event description:
A potential product issue has been identified internally within our test lab using our rtt test 2 station in conjunction with an artiste linear accelerator. In the abundance of caution this issue is being reported. We have found in the test lab that graphics of fictious patients having digitally reconstructed radiograph (drr) images associated with treatment beams are being shifted. There has been no mistreatment or injury reported and further investigation is required for cause determination and final corrective action.